Event description:
Shoulder revision surgery due to periprosthetic fracture at the distal tip of the humeral stem 1306.15.140, lot number 1517762. The revision surgery was performed on (B)(6) 2019, the date of the previous surgery is not known. According to the information received, the base plate, the glenosphere and the connector were left in situ. The surgeon requested a custom-made implant for this patient. Based on the further information received, the cause for the periprosthetic fracture reported is related to a fall experienced by the patient. Patient is male, 69 years old. Event occurred in the united kingdom.

Manufacturer narrative:
By checking the manufacturing chart of the lot number involved (1517762), no anomaly was found on a total of 63 smr cemented stem manufactured with the same lot number. This is the first and only complaint received on this lot number. The explanted humeral stem was not available to be returned to limacorporate for analysis and no pre-operative x-rays of the revision surgery were shared with limacorporate. However, based on the additional information received from the complaint source, this incident was caused by patient's action (the experienced fall led to the reported bone fracture). This additional information determined a change of the reportability evaluation, as it was confirmed that the need for revision was caused by patient's conditions/actions (fall).

Manufacturer narrative:
By checking the DHR of the lot #1517762, no anomaly was found. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to periprosthetic fracture at the distal tip of the humeral stem 1306.15.140 lot #1517762 performed on (B)(6) 2019. Date of primary surgery is unknown. Cause for fracture was not reported. The axioma, base plate, glenosphere and connector are still in situ. Surgeon requested a custom made implant for this patient. Patient is male, (B)(6). Event occurred in (B)(6).